Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of an alert to replace the sensor s reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.